Event description:
Reporter stated that pt's blood glucose results were measured, using the advantage ii system, with results of 14 mmol/l - 18 mmol/l. Reporter noted that values remained consistently elevated throughout the day. Based on these values, pt's relative treated her with 4 units of insulin (type not provided). An unspecified time later, patient reportedly became hypoglycemic and was admitted to the hosp. Reporter stated that, on a hosp device, and 10.0 mmol/l, on patient's advantage ii system (time between tests was not provided). No details of treatment received, while hospitalized, were provided. The suspect product was not returned to the MFR for eval.

Manufacturer narrative:
The event occurred in another country.